Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - a/w (air/water) cylinder has foreign object. - a/w tube has foreign object. - j tube (jet tube) has foreign objects. - due to deformation of s-cover (scope cover), water tightness is lost. - s-cylinder (suction cylinder) has no color. - g-packing (grip packing ring) is loose. - s-cover is deformed. - due to damage on ch-tube (channel tube), forceps cannot be inserted smoothly. - due to wear of angle wire, the play of knob is out of the standard value. - due to wear of angle wire, bending angle in down/ right/ left direction does not meet the standard value. - c-cover (plastic distal end cover) has a scratch. - adhesive around objective lens has discoloration. - adhesive around lg (light guide lens) lens has discoloration. - adhesive on a-rubber (bending section cover) has a crack. - connecting tube is snaking. - connecting tube has coating peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deformation of the s-cover, leading to the loss of water tightness and leakage. This in turn disallowed the proper reprocessing of the device. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope source had foreign material in the jet tube, air/water tube and air/water cylinder. There were no reports of patient harm.